Event description:
A 3.0 mm diameter by 16 mm length d114 ptca balloon catheter was inserted to pre-dilate a severely calcified lesion in the left anterior descending coronary artery. The initial information stated the balloon burst upon the third inflation at 8atm of pressure. However, additional information stated a pinhole was seen at the end of the balloon. There was no evidence of a leak when negative prep was applied to the balloon. The balloon catheter was removed and the target lesion was subsequently treated with the inflation of another ptca balloon and the deployment of a stent, there was no reported injury to the patient and no clinical sequelae reported related to the event. According to the facility account, the severly calcified lesion likely contributed to the event.